Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and noted observation stated that wireless telemetry is no longer available with the device.

Event description:
It was reported that the device could not establish wireless telemetry one day post device implant. No changes have been made and the device remains in use. No patient complications have been reported as a result of this event.